Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "distorted with creases." Device was explanted.

Event description:
Healthcare professional reported right side deflation and "distorted with creases." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis identified apparently the unit had an opening because there was no fluid inside the shell but could not be confirmed due, device labeled as right side, and brown particles in the shell.